Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# serial# (B)(6) , implanted: (B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that the patient reported that in their buttock area where the wire is was very sore. Patient stated that yesterday it was extremely sore and this morning they took 2.5 tylenol and when they're moving around it was burning. Agent asked patient if they had a recent procedure done and patient stated that they had an MRI on monday and it started like 2 days after and it got sorer the next day and then it got extremely sore. Patient later confirmed that the issue started on (B)(6) 2025. Patient mentioned that they already contacted their healthcare provider(hcp), but they haven't been contacted back. Agent tried walking patient through adjusting their stimulation, but patient was unable to unlock their handset. Patient stated that when they swipe the screen in any direction, nothing's happening. Patient added that they have trouble using their fingers and will call back when they get someone to help them. Patient had to urgently disconnect because their hcp was on the other line. The patient was redirected to their healthcare provider to further address the issue.